Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received late due to re-evaluation of paperwork.

Event description:
It was reported that the sensing slightly decreased. The patient will be monitored.